Manufacturer narrative:
Pump was received with pump error 38 due to corroded motor home switch. Unable to verify pump error due to pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was unable to rewind and gave them an error message. The customer's blood glucose level during the incident was 8.1 mmol/l. They stated that the insulin pump was not exposed to a high magnetic field. The alarm history was checked and they found a motor error. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.